Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (0969815) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Manufacturer narrative:
Customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
An assisted living facility nurse reported that an adc customer had received an fs freedom lite meter reading of 4.2mmol/l and was "not feeling well" so paramedics were called. The specific symptoms and date of the medical event was not reported. Upon arrival, the paramedics obtained a reading of 1.4mmol/l on their hcp meter and transported the customer to a health care facility. The customer was diagnosed with hypoglycemia and hospitalized and the "dosage of insulin was decreased based on the paramedic's hcp meter reading." The nurse stated the treatment was a change to the customer's normal regimen and that no glucose was given to the customer. No additional information was provided and an attempt has been made to contact the customer to clarify the medical event and treatment. There was no report of death or permanent impairment associated with this report.